Manufacturer narrative:
On 13 january 2016, the medical affairs performed a clinical evaluation and commented as follows: early infection reportedly caused removal of all implants. This is a possible adverse event that may occur after tha. No reason to suspect that the infection was induced by malfunction of implanted devices. Root cause for failure is local infection. On 19 january 2016, (B)(4) sent the batch review of the ceramic implants involved into the event - not registered in the USA - and reported that no issues have been detected. Batch review of medacta implants performed on 26 january 2016. Lot 152644: (B)(4) items manufactured and released on 04 november 2015. Expiration date: 2020-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Amistem h stem size 4 std, code 01.18.134 ha, lot. 152549 (k093944), (B)(4) items manufactured and released on 06 october 2015. Expiration date: 2020-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cancellous bone screw flat head ø 6,5 l 25, code 01.26.65.25, lot. 152115 (k103352): (B)(4) items manufactured and released on 23 june 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
Revision of all implants due to infection (staphylococcus aureus). The removed implants will be not available for investigation.

Manufacturer narrative:
On 21 march 2016 it was prepared a final report with the information already submitted in the initial report. On 23 march 2016 the report was sent to the initial reporter and the case was closed.